Event description:
Reporter indicated that the pt believes that their device may be malfunctioning. It was reported that the pt feels as if their generator is stimulating at higher output current than it is programmed to and at random times. These higher, random, stimulations reportedly cause the pt's heart to race and they become nauseated. The pt did not believe that the events were due to inadvertent magnet mode activations. The pt reports experiencing improved seizure control with the vns therapy. The pt had an appointment to follow-up with their neurologist, but did not go to their scheduled appointment.